Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off and other times it will not power on. There was patient involvement reported; however, there has been no report of any adverse effects to the patient.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records for review and was able to verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.